Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed however the stent strut was noted to be lifted. The patient underwent surgery and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.75x12mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found the stent severely damaged and bunched together on the proximal side for a length of 7mm. Balloon wall was exposed on the distal side for approximately 5mm. The balloon cone profiles were reviewed and the proximal cone was bunched. The distal balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. Crimp stent markings were visible on the exposed balloon indicating contact between the coated stent and balloon. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the inner/outer accordioned 1.5mm proximal from the proximal bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed however the stent strut was noted to be lifted. The patient underwent surgery and the procedure was completed with a different device. No patient complications were reported.